Event description:
Per fax, 4-way valve is not shifting s/n (B)(4).per independent repair center statement, unit displaying low o2 or yellow light. The key failure was 4-way valve for component valve was not shifting. Additional malfunctions were the humidifier adapter was misting and the comp. Intake filter was replaced.